Event description:
This report summarizes <noe> 22 </noe> malfunction events in which the device had a component detach. 21 events had no patient involvement; no patient impact. 1 event had no information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 22 previously reported events are included in this follow-up record. Product return status 22 devices were received. Event confirmation status 22 reported events were confirmed. Evaluation results 12 devices were found to be affected by a detached locking lever. 9 devices were found to be affected by a missing retaining clip. 1 device was found to be affected by a missing trigger.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 22 events were reported for this quarter. Product return status: 7 devices were received. 15 device investigation type has not yet been determined. Event confirmation status: 7 reported events were confirmed. Evaluation results: 7 devices were found to be affected by detached components. Additional information: 22 devices were not labeled for single-use. 22 devices were not reprocessed and reused.

Event description:
This report summarizes 22 malfunction events in which the device had a component detach. 21 events had no patient involvement; no patient impact. 1 event had no information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 22 previously reported events are included in this follow-up record. Product return status: 21 devices were received. 1 device investigation type has not yet been determined. Event confirmation status: 21 reported events were confirmed. Evaluation results: 7 devices were found to be affected by a missing retaining clip. 11 devices were found to be affected by a detached load lever. 2 devices were found to be affected by missing trigger assembly components. 1 device was found to be affected by a missing o-ring.

Event description:
This report summarizes <noe> 22 </noe> malfunction events in which the device had a component detach. 21 events had no patient involvement; no patient impact. 1 event had no information received.